Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, the surgeon clamped the tissue and started to fire the device, however it stopped on the halfway. The surgeon did not check the display screen at that time. Then, the surgeon tried to approach to the tissue, however the green buttons were not illuminated. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, then, the surgeon removed the loading unit and tried to re-fire it. However, the green buttons were not illuminated so the stapler did not enter firing mode.